Manufacturer narrative:
The patient archives from the procedure on the navigation system have been received. However, the investigation into the archives is not complete at this time.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) lead placement procedure, a 5mm imprecision was observed. It was reported that an image acquisition with a medtronic imaging system was performed with a functional endoscopic sinus surgery (fess) frame and merged with pre-operative magnetic resonance imaging (mr) images. An entry point was then determined. The frame was then attached to the burr hole and a second image acquisition was performed. The image was then merged and the imprecision was observed. The site then reset the entry point and the image showed that the site would go through critical structures. The surgeon then elected to continue as visual inspection found no critical structures. A confirmation image acquisition found that the lead was placed 5mm parallel to the plan and the recordings were not ideal. The lead was then removed and re-aligned to the original entry point. The surgeon then started a partial placement and an image acquisition confirmed the trajectory was on-line with the plan. Follow placement, a confirmation image acquisition was performed and confirmed an accurate lead placement. It was reported that the original prep computed tomography (CT) was used as the reference scan throughout the procedure and that accuracy was not checked on any landmarks following the image acquisitions performed. No additional information was provided.

Manufacturer narrative:
Additional information: patient gender provided. A medtronic representative reported that the delay to the procedure was around one hour.

Manufacturer narrative:
The exam used in the procedure was evaluated by medtronic personnel. The exam was found to not be to protocol as there were missing slices, non-uniform spacing or invalid data when loaded onto a known operational navigation system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.